Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead was bent/fractured/damaged/broken. After attempting to place lead, lead would not fit back into the stylet. Lead was bent. Dr went from the preloaded stylet to the straight stylet in kit. Attempted to change levels of lead placement. Dr asked for new stylet, explained they would have to open a new kit. The lead was not implanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.